Manufacturer narrative:
No serial number reported. This product was not marketed in the u.s. Claim #(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The patient developed uveitis.

Manufacturer narrative:
(B)(4).